Event description:
A diagnostic coronary angio was reportedly performed. One lesion in the proximal lad was found. The ffr was performed to verify possible stenosis. The ffr (0.78) was positive. Pci was performed as the pt had typical angina during ffr with adenosine. The ffr wire was used as guiding wire, the second guiding wire was placed in first diagonal branch. There was no problem placing the stent device over the ffr wire. When the physician took an image to observe the result of stent implantation, it was noticed that the ffr wire distal tip was not moving, and at this point the physician recognized that the tip was ragged. The balloon catheter was pulled out and the physician saw the ffr wire was stuck with the catheter and a portion of the tip was missing. The physician tried to retrieve the separated portion of the tip with different devices. At the end, the physician could not remove the tip and sent the pt to cbag surgery. The ffr wire distal tip was removed during this procedure. The pt had a single by pass in lad. As of (B)(6) 2012, the pt was in ICU on machine ventilation (standard after cbag), and all vital parameters were stable.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The reported device was received and upon examination, it was noticed that approximately 3.0 cm of the distal tip was missing. The manufacturer is further investigating this event for root cause. A supplemental report will be submitted when the manufacturer's investigation is completed.